Event description:
It was reported that there were atrial and ventricular events on the implantable pulse generator (ipg) that appeared to be artifact/possible electromagnetic interference (emi) on electrocardiogram (egm) per short intervals. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.